Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 4.6 mmol/l at the time of the call. The customer stated that they had their insulin pump in their bra while they were at the gym. Moisture may have gotten into the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.